Manufacturer narrative:
Event date - these events occurred during unspecified dates in september. H4: device manufacture date - the lot was manufactured from 08/02/23 to 08/03/23. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaking was observed during the use of an unspecified quantity of vial-mate reconstitution devices. The leaks were observed during reconstitution process prior to patient use. There was no patient involvement. No additional information is available.